Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 20 mg/ml dilaudid at a dose of 5.227 mg/day, 200 mcg/ml baclofen at a dose of 52.27 mcg/day, and 12 mg/ml bupivacaine at a dose of 3.136 via an implantable pump for non-malignant pain. It was reported that the patient was experiencing increased pain and increased spasticity. The patient had been working with a physical therapist and the pain was subsequently getting worse. The patient was in for a pump refill last (as of (B)(6) 2017) and the residual volume in the reservoir was 20 ml more than expected. A rotor/dye study was completed on (B)(6) 2017. There was no issue aspirating the catheter or injecting the dye. The catheter was intrathecal. The interventions/diagnostics were stated as a rotor dye study. The patient would be seen next week (as of (B)(6) 2017) to assess the status with the intrathecal (it) therapy and check the reservoir volume. The patient was also receiving oral baclofen. Surgical intervention did not occur and it was unknown if surgical intervention would occur. The patient¿s weight and medical history were asked and would not be made available. The issue was not resolved and the patient status was alive with no injury. The event date was stated as (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-07. It was stated that multiple attempts had been made to obtain any new information, but have been unsuccessful. The provider only stated that the patient was doing fine.